Event description:
Unsheathing of filterwire ex system filter following the interventional procedure revealed the ex delivery sheath's distal radiopaque marker band had detached from the sheath and remained on the filterwire ex protection wire. The interventional procedure was uneventful until the filterwire ex system was withdrawn from the pt and the anomaly was observed. There was no indication of the marker band's detachment during the procedure and the case was completed without any adverse event with the pt.